Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to the cuff being too large; therefore, a revision surgery was performed to remove and replace the component with a smaller one. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to the cuff being too large; therefore, a revision surgery was performed to remove and replace the component with a smaller one. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The component was visually inspected and tested for leaks. A leak due to a hole in the cuff shell was noted, consistent with sharp instrument damage. The reported clinical observation of cuff too long could not be confirmed. He reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).